Event description:
My daughter used amo's complete moistureplus contact solution and began having pain in her eye and severe light sensitivity along with redness to the eye. We brought her first to the dr, because she was having problems with her eye. She was still having problems, so we brought her to the dr again in 2007, when she was then referred to the eye dr. The eye dr put her on some different eye drops for an infection to the eye and stated that she had 12 small holes in her eye. She stopped wearing her contacts for the next 3 weeks. When she began wearing them again, she had some additional problems to that same eye, but after not wearing them for a week and using the eye drops again, it went away. Well she again had additional problems 3 weeks later, this time to the opposite eye. We again went back to the eye dr the next month. She has been put on a different eye drop and again has not worn her contacts since. When I was watching the news last night to hear that there was a recall on the contact solution that she was using because of infections.